Manufacturer narrative:
It was determined that unintended user error cause or contributed to the event given the information provided in the event description.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter it was found that the patient's left atrial appendage (laa) had no potential and appeared isolated. Because the laa had not been mapped prior to the procedure it is unknown if this is a pre-existing state or if the appendage was mistakenly isolated during the procedure. Due to the increased risk of blood clots a watchman left atrial closure device is likely to be implanted in the future. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that a watchman left atrial closure device was implanted the day after the complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter it was found that the patient's left atrial appendage (laa) had no potential and appeared isolated. Because the laa had not been mapped prior to the procedure it is unknown if this is a pre-existing state or if the appendage was mistakenly isolated during the procedure. Due to the increased risk of blood clots a watchman left atrial closure device is likely to be implanted in the future. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.